Event description:
A patient reported to gore that gore-tex soft tissue patch was implanted during a procedure that included a hysterectomy, cholecystectomy and bladder sling. Approximately two years post implantation, the patient reported that the mesh eroded through the vagina along with one green suture and also developed osteomyelitis. The patient also reported that mesh was removed from the vagina followed by a secondary procedure to remove mesh from the abdomen.

Manufacturer narrative:
Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications and was sterilized per procedure. Information recently received is currently under investigation. A supplemental report will be submitted to provide the outcome of our investigation.